Event description:
Event description cpi received information that this endocardial lead was removed from service due to oversensing and several non-sustained events. The physician elected to replace the lead.